Event description:
It was reported that at an unknown time after surgery, pt was having "problems." X-rays showed a floating fragment in the posterior tissue. A reoperation was performed to remove the fragment, which was found to be tip of the instrument.